Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient in clearing the alarm. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was received and an evaluation was performed to investigate the reported event. Visual and microscopic inspections did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed, which included device-device testing, leak testing, clear passage testing, and clamp function testing. No issues were found during functional testing. A short simulated therapy was successfully performed. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.